Manufacturer narrative:
The field service engineer (fse) replaced the vacuum isolation chamber and resolved the leak issue. The fse performed decontamination with acetic acid to correct the background issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately one milliliter of fluid leaked from the probe and onto the counter during system startup involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.